Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to struts in the mid-section of the stent; struts were overlapping and bunched and some had been pulled distally. The undamaged proximal section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found damage. The inner shaft polymer extrusion was twisted approximately 3mm distal of the bi-component weld. A longitudinal tear was noted in the outer shaft polymer extrusion extending distally from the wire exchange site. The inner shaft polymer extrusion was stretched and protruded through the tear in the outer shaft polymer extrusion. The corewire was also protruding through the tear in the outer shaft polymer extrusion. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 38x2.5mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 38 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 38x2.5mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 38 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.